Event description:
It was reported to boston scientific corporation that a flexiva tractip laser fiber was used during a laser lithotripsy procedure on (B)(6) 2013. According to the complainant, during the procedure, the laser fiber appeared to create white flashes with some spark or pulses. It broke at the doctor's hand outside the patient and outside of the flexible scope. The procedure was completed with a different device. The patient condition at the conclusion of the procedure was reported to be fine.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Visual examination reveals that the fiber is broken approximately 86 cm from the distal tip.

Event description:
It was reported to boston scientific corporation that a flexiva tractip laser fiber was used during a laser lithotripsy procedure on (B)(6) 2013. According to the complainant, during the procedure, the laser fiber appeared to create white flashes with some spark or pulses. It broke at the doctor's hand outside the patient and outside of the flexible scope. The procedure was completed with a different device. The patient condition at the conclusion of the procedure was reported to be fine.